Event description:
A malfunction alarm was reported with no occurrence of notable events beforehand, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the malfunctioning pump, which did not display the same error after being reset. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurred, which the customer acknowledged and understood.